Manufacturer narrative:
Evaluation summary: the reported event that screw backed out could be confirmed. Based on investigation (due to the x ray and the statement in event description), the screw back out was caused by wrong screw selection. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that there was hardware removal; painful hardware. Patient complained of painful hardware on right side in patella. Looked like one of the two 4.0 cannulated screws backed out a little bit; removed. Surgeon left other screw in. Didn't put in any additional hardware.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was not returned.

Event description:
It was reported that there was hardware removal; painful hardware. Patient complained of painful hardware on right side in patella. Looked like one of the two 4.0 cannulated screws backed out a little bit; removed. Surgeon left other screw in. Didn't put in any additional hardware.